Event description:
Flolan medication cassette reservoir caused error code and cessation of critical medication for pulmonary hypertensive pt. Biomedical engineering at va medical center determined that two different cassette reservoirs had the same reorder and part number. The older ones in pharmacy stock are incompatible, in that they lack the cassette identification interface. This is seen as an extruded ridge on the working cassette that is missing from the defective units of identical reorder number. The cassette is used with the cadd legacy-1 pump. This was a patient-owned device. The faulty cassette was labeled "pharmacia" reorder lot #30379. The working cassette with the identical reorder - was lot # 176x14. Our grave concern is that two incompatible devices have the same reorder #, no expiration date, and were confused with potentially fatal results. Flolan -epoprostenol- is dispensed slowly to critically ill patients; a five minute interruption of flow initiates critical symptoms followed by death. Dose or amount: 8ml/d. Frequency: continuous. Route: intracavernous. Dates of use: 2008. Diagnosis or reason for use: pulmonary hypertension. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: yes.